Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a nurse indicated that the device was explanted on (B)(6) 2024. The patient was seen in clinic for a post operation (post-op) evaluation on (B)(6) 2024. The hcp stated that the site was currently healing well at this time.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine (5.0 mg/ml at an unknown dose) and fentanyl (500 mcg/ml at an unknown dose) via an implanted pump for an unknown indication for use. It was reported that the patient was reporting a diffuse headache and pain into both their feet and at the pump site. On (B)(6) 2024 the patient had an epidural blood patch due to spinal headache. The patient did not report relief from the blood patch. The patient reported constant headaches, a fever, and yellow pus drainage from the pump site. The patient wanted to have the pump removed due to infection and pump not being helpful with pain relief. It was reported that there was yellow drainage from pump pocket site, swelling, and fluid collection. The patient was self injecting penicillin at the pump pocket site. The patient's pump and catheter were explanted on (B)(6) 2024. It was unknown if the issue was resolved at the time of the report. The patient's status was "alive-no injury". The patient's weight at the time of the event was 187 pounds.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.